Event description:
Information received by medtronic indicated that the customer reported a pump error 4 (the motor arm cannot communicate with the main arm) and a pump error 63 alarm (hardware low-level failures). Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump, the pump did not pass the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thump. No pump error 63 alarm and no pump error 4 alarm during testing. However, pump error 63 was present in the history download on event date of: 03/05/2024 19:21:25.000, 03/05/2024 19:27:26.000 hardwareerroralarm (63) esf# : 3926945 possible hw, 3 errors lead to open book. Suspecting hw error problem with twi interface or with ad5161 chip. File number: 2017 line number: 147. Pump error 4 was present in the history download on event date of: 03/05/2024 19:21:25.000 main process or communication alarm (4) suspecting hw error problem. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay. Confirmed pump error 63 alarm and pump error 4 alarm at the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.